Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. All results were within their assay specific reference ranges.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh assay on a cobas 8000 e 801 module and a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer used for investigation. The second sample also had discrepant results for the elecsys ft4 iii assay when tested on the same analyzers. This medwatch will cover the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Refer to the attachment for all patient data. Values highlighted in yellow are discrepant. The samples were initially tested on the e 801 analyzer at the customer site on (B)(6) 2020. The samples were repeated on a centaur analyzer. The samples were also provided for investigation where they were tested on a second e 801 analyzer, an e 602 analyzer, and an e411 analyzer on (B)(6) 2020. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Ft4 reagent lot number 426281, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft4 reagent lot number 426281, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4) . Ft4 reagent lot number 432844, with an expiration date of 30-sep-2020 was used on this analyzer.